Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil was implanted in the patient and the delivery pusher was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a ruptured posterior communicating artery aneurysm, the embolization coil detached. The coil remains implanted. No additional intervention was performed. There was no reported patient injury or sequela.